Manufacturer narrative:
Occupation - manager. Additional initial reporter - (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The getinge representative explained the alarm and assisted in successfully changing over to the inner lumen for alternate arterial pressure (ap) access. They also assisted the customer with some interfacing issues that they continued to work through. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).